Event description:
It was reported that the catheter was in use in an obstetric pt and upon removal, it separated. Approximately 6cm of the catheter was retained in the pt. Removal of the separated catheter portion was performed in the or. There were no additional pt complications.